Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed by on (B)(6) 2023, in saudi arabia, utilizing the surlok mis 3l pedicle screw system. After inserting the screw, while pulling the perc screwdriver, short (63-9012) out, it got broken and small pieces stayed in the patient. The surgeon had to make an incision to take it out prior to closure and as a result there was a forty (40) minute delay to the procedure. This occurred on the final screw so no additional instrumentation was required following the malfunction of the driver.

Manufacturer narrative:
H3 device evaluation - (B)(6) (collar, perc screw inserter) not returned for evaluation. However, the surface of the returned portion indicates a failure due to weld failure. Given the age of instrument, 7+ years, it is determined that no corrective action is required; product exceeded its expected service life cycle. Two-year complaint history review ((B)(6) 2021-(B)(6) 2023) found this to be the only report of this nature for this part number.

Event description:
It was reported that a procedure was performed on (B)(6) 2023, utilizing the surlok mis 3l pedicle screw system. After inserting the screw, while pulling the perc screwdriver, short (B)(6) out, it got broken and small pieces stayed in the patient. The surgeon had to make an incision to take it out prior to closure and as a result there was a forty (40) minute delay to the procedure. This occurred on the final screw so no additional instrumentation was required following the malfunction of the driver.